Event description:
It was reported the unilateral lead had retracted per postoperative scan. Upon opening, the stimloc was found closed and locked, however, the lead was loose. Upon further inspection, scar tissue had grown up through the stimloc pushing it open just enough to loosen the lead. Stimloc and lead were removed and replaced without a stimloc and fixed with an osteomed plating system. After the replacement implant, the pt experienced good intra operative stimulation benefits. The pt had not yet been re-programmed post procedure.

Manufacturer narrative:
(B) (4).